Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to load a 12.6 mm vticmo12.6, -11.5/+2/85 (sphere/cylinder/axis), implantable collamer lens in the cartridge on (B)(6) 2018 when the lens tore. The lens was being slid softly with the forceps thru the narrowest part of the cartridge when it suddenly tore from one of the central holes to the hole in the distal haptic and to the distal left haptic. A replacement lens is planned for the patient. The reported believed that the lens had a little scratch from manufacturer.

Manufacturer narrative:
Device evaluation: the product was returned dry, in a micro-centrifuge vial with clear surgical residue on product. Visual observation found the lens with the haptic torn and foreign material on lens surface (residue on lens). Work order search: a lens work order search was performed. No similar complaint type events were reported for units within the same lot. (B)(4).